Event description:
It was reported that prior to use with bd ultra-fine¿ 1ml insulin syringe 29g x 1/2" "black" foreign matter was discovered on the stopper. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, before use, a black foreign matter was found in the stopper.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd ultra-fine¿ 1ml insulin syringe 29g x 1/2" "black" foreign matter was discovered on the stopper. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, before use, a black foreign matter was found in the stopper.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-jun-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.